Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had recently been hospitalized due to diabetes related and thyroid issues. Blood glucose level at the time of the incident was not provided. The customer reported that she was not wearing the insulin pump during her hospital stay. Customer stated that the beeps on the device were not as loud as they previously were, making them difficult to hear. The customer also reported that the device was barely vibrating. Blood glucose level near the time of the call was 59 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No audio or beep volume anomaly or unexpected battery out limit alarm s was noted. The insulin p ump has cracked case at the display window corners, cracked display window and minor scratched lcd window.